Event description:
Narrative from staff: when assessing infant, a few green ~ 2-3 mm discs were noted in isolette. Determined they were beads from a freddie frog beanbag positioner that had 2 small holes in it. Frog removed and infant examined. Three beads were found stuck to the antihelix of the right ear which were removed. When turned over he had 3 on the nape of his neck, removed, 2 on back, removed and one in groin area removed. The giraffe isolette, linen and infants¿ clothes changed. Attending checked both ears. All freddie frogs on the unit collected and sequestered. Manufacturer response for danole pal bean bag, danole pal (per site reporter) summit international medical technologies has been made aware that these are starting to fall apart and sent the recommended laundering procedures of danlelion products document.